Event description:
A laboratory technician was splashed in the eye with the (B)(6). The technician was advised to follow the msds, flush their eye many times and to go to see a doctor. On (B)(6)2013 additional information was provided to indicate the technician had no negative effect with her eye and the doctor gave her (B)(6). No negative side effects from the (B)(6)have been reported.

Manufacturer narrative:
(B)(4). Technician splashed. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04j27, that has a similar product distributed in the us, list number 02p36.

Manufacturer narrative:
Note: the lot number was provided on (B)(6) 2013. Further investigation of the customer issue included a review of the complaint text, a batch record review, a search for similar complaints, and a review of labeling. Review of complaint text showed that the splash in the eye with the (B)(6) control was related to incorrect use, since the user did not wear safety glasses when the issue occurred. The batch record review found no issues. There is no atypical complaint activity for the likely cause lot and the tracking and trending report review determined that there are no adverse trends and no non-statistical trends identified for the complaint issue. Labeling was reviewed and found to be adequate, as it contains instructions for wearing eye protection. Based on the available information no malfunction and no product deficiency of the architect (B)(6) assay, list number 04j27, was identified.